Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned lead was thoroughly inspected and analyzed. The allegation was confirmed. There is foreign material noted in the lumen, now moveable within the lumen, but it cannot be pushed out either end. In addition, analysis on prior leads has shown the fm is likely an agglomeration of blood/body fluid and polymer from the lead polymer and guidewire polymer).

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant as the lumen became clotted from blood after many positioning and a whisper wire was no longer passable through the lumen. The lead will be returned. No adverse patient effects were reported.